Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving sufentanil (130 mcg/ml at an unknown dose), baclofen (1175 mcg/ml at an unknown dose) and morphine (8 mg/ml at 3.0095 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient has had intermittent motor stalls and recoveries since (B)(6) 2019. Any emi or magnetic interaction was denied. No patient symptoms were reported. No other information was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the stalls were due to MRI scans. No further complications were anticipated/reported.